Manufacturer narrative:
Section h6: investigation findings code: 213:-no device problem found. This code is in reference to the outcome of the analysis of production records for both devices included in description.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Since it is unknown which device is directly implicated in this complaint, (B)(4), sn# (B)(6) will be included in the report for (B)(4).

Manufacturer narrative:
Medical device problem code: endoleak (unspecified).

Event description:
The following was reported to gore: on (B)(6) 2021, a physician informed a gore field sales associate of a suspected endoleak involving two previously implanted gore® excluder® aaa endoprosthesis. (Since it is currently unknown which device is directly associated with the alleged endoleak, both will be included in this report: rlt281418/ (B)(4) & plc271000/ (B)(4).) On (B)(6) 2021, a reintervention took place and two gore® excluder® aaa endoprostheses were implanted on the left side. The patient tolerated the procedure. No aneurysm enlargement was reported. The endoleak wasn't confirmed nor type or resolution. Further information was requested but has not been made available at this time.